Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was undergoing radiation therapy. Upon interrogation, the pulse generator exhibited backup vvi operation. A software download was unsuccessful. The device was explanted and replaced on (B)(6) 2015. No patient symptoms were reported. No further information could be obtained.